Event description:
During a follow-up, the lead had become dislodged and was hanging in the right atrium. There was also an increase in threshold. The lead was explanted and replaced and the patient was stable. There was no alleged malfunction against any abbott device.